Event description:
Peripheral intervention of right vessel. While deploying a bard self-expanding stent in sfa the device hung up and the cover would not release stent. While manipulating the device the string broke and device was disassembled to try to get it removed from pt leg. Rep was present and device finally released the stent at which time the device was removed and stent was placed in sfa. There was a dissection of lower sfa vessel. Balloon angioplasty was appropriate treatment for that segment of vessel.